Event description:
It was reported that cashmere 14 platinum microcoil 3 mm x 4 cm (B)(4) didn't detach, and after the coiling procedure everything was fine. However, 14 days after the procedure, while the patient remained hospitalized, died of a stroke. The event was not related to the coils, since the patient had multiple strokes in both hemisphere ventricles due to vascular spasm following the sab in the course of 7 days after the procedure. The vasospasm was confirmed via transcranial doppler ultra-sonography. No angiograms were taking during the stroke. After the cashmere device was not implanted, a cashmere 14 platinum microcoil 3 mm x 4 cm ((B)(4)/lot unk) was use to complete the procedure successfully. No other device was implanted in the patient. The microcoil system was not tested for proper function with the detachment control box before use, and the detachment button was pressed three times, and no problems were observed with the dcb or cable ((b)(46) empower and control box (B)(4) cable). After the event, the same dcb and cable were used for all other coils. There was no stretching or unintended detachment that occurred during the process of withdrawal, and after the event, the coil, delivery system or introducer were not damaged (unraveled, stretched, kink, bend, fracture, etc). The coil remained attached to the delivery system. The target site was the acom artery with a berry shaped aneurysm measuring 7mmx4mm. No further information was available. The patient's medical history consisted of arterial hypertension and no hypercoagulation was reported. No patient harm was reported during the procedure and the product will be retuned for analysis.

Manufacturer narrative:
Please note that after receipt of additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Please note that the actual product catalog and lot number are unknown, therefore the product represents an unknown cashmere coil. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00649 and 2954740-2012-00699.